Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to fill his tubing after changing the infusion set and accidently went through the load sequence again with a cartridge that had less than 50 units of insulin. Customer is unable to get a back up method and does not have access to another cartridge and its supplies. Customer declined to troubleshoot and provide further information with tandem technical support. The customer's blood glucose level could not be obtained.